Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited oversensing of the p-wave. A pause in pacing of two to three seconds was observed. It was suspected the proximal end of the distal coil may be near the valve. Reprogramming options to mitigate the oversensing were discussed. No adverse patient effects were reported.